Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to not feeling well. Upon review, it was revealed that the right ventricular lead exhibited dislodgement. The right ventricular lead was revised on (B)(6) 2020. It was noted that during the post-procedure check, the right ventricular lead functioned normally. The patient was stable.